Manufacturer narrative:
The exp date and UDI were both reported as unknown in the initial report and have been updated as 5/31/2022 and (B)(4) respectively. Therefore, UDI: (B)(4). The complaint device was received and inspected. It was observed that the inner and outer assemblies were stuck together. This complaint can be confirmed. The assemblies could not be rotated freely per the drawing specification. Per the IFU, proper irrigation should be used when operating this device. If proper irrigation is not used, then excess tissue build up can occur between the inner and outer blades. Also, inadequate irrigation can allow for heat build up between the blades and can cause a weld between the blades. The combination of excess tissue build us and the weld occurring between the blades is a potential cause for the blades becoming jammed. Other than this possibility, we cannot discern a root cause for this failure mode. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed similar complaint for this lot of devices with the product code that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: no UDI number exists for the specified product code.

Event description:
It was reported that during surgery inner and outer blade stock together. There were no patient consequences.

Manufacturer narrative:
If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. UDI: no UDI number exists for the specified product code.